Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. A patient had an ipg replacement was reported to abbott. It was determined the ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had an unrelated surgery and ipg was not placed into surgery mode so ipg became inoperable. Surgical intervention took place where the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.